Event description:
The customer reported that he got his insulin pump replacement after the motor error alarm. When he checked his blood sugar on the meter it comes up on the insulin pump that the bolus was higher than the settings. Customer's blood sugar was over 600 mg/dl when the insulin pump stopped. The customer treated with manual injections. It was verified maximum bolus was set up correctly. Customer tested his blood glucose and gave bolus. Customer blood glucose was 320 mg/dl and got warning that blood glucose was higher than target. The customer was educated what the message meant and how to continue with the bolus. The customer was instructed how to use the backlight feature, assisted on how to turn on blood glucose reminder and how to set duration at next bolus. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).